Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment, embolization and bleeding occurred. The patient was brought into surgery for aorto peripheral angiogram with possible intervention. The target lesion was located in the right groin. After a 150cm, 8cm v-18 control wire guide wire was advanced to the lesion, a contrast media was injected in order to observe the flow however it revealed a portion of the fractured wire was retained in the right common femoral artery of the patient. The physician attempted to remove the fractured wire but it was unsuccessful as it was migrated and becoming lodged in the side branch of the superficial femoral artery. The patient then began to bleed too much and the procedure was stopped. No further patient complications were reported and the patient's status was stable. The patient has been discharged.

Event description:
It was reported that guide wire tip detachment, embolization and bleeding occurred. The patient was brought into surgery for aorto peripheral angiogram with possible intervention. The target lesion was located in the right groin. After a 150cm, 8cm v-18¿ control wire¿ guide wire was advanced to the lesion, a contrast media was injected in order to observe the flow however it revealed a portion of the fractured wire was retained in the right common femoral artery of the patient. The physician attempted to remove the fractured wire but it was unsuccessful as it was migrated and becoming lodged in the side branch of the superficial femoral artery. The patient then began to bleed too much and the procedure was stopped. No further patient complications were reported and the patient¿s status was stable. The patient has been discharged.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).